Event description:
It was reported that on (B)(6) 2011 at 5:11 am the patient took a four unit bolus of insulin based on a blood glucose reading "between 250 mg/dl and 300 mg/dl". The patient went back to bed. At 7:00 am the patient was found by her fiance experiencing violent seizures. He was unable to test her blood glucose level or to administer any treatment due to the seizures; emergency services were contacted. When paramedics arrived, the patient was treated with a glucagon injection and transported to the emergency room. The patient's blood glucose level was tested to be 95 mg/dl; however it is unknown if this was taken before or after the glucagon injection. When the patient's blood glucose level rose to 250 mg/dl in the emergency room, she was reattached to the pump. The patient claimed her blood glucose level was low due to attending a party on (B)(6) 2011. Troubleshooting revealed all basal/bolus total doses given correctly match those programmed into the pump, the pump's date/time were correct, all pump settings were correct and there is no evidence of an unintentional bolus. There is no evidence the pump was not accurately and correctly delivering insulin. However, as the patient experienced symptoms suggesting severe hypoglycemia after taking an insulin bolus based on elevated meter readings, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. Pump successfully passed a 29hr flow accuracy test. Review of the available black box and alarm history shows no alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.